Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure, a faradrive was selected. During insertion into the patient's body, upon removing the dilator in the left atrium, air ingress is reported inside the sheath. No leak was noted. No catheter was inserted. A st-segment elevation occurred upon removing the dilator. Coronary angiography (cag) was performed, and no air was observed in the patient. The issue was then resolved and procedure complete with the same device. There were no patient complications.